Event description:
Additional information was provided that a revision procedure was performed. The pace/sense portion of the leas was surgically abandoned and a new pace/sense lead was implanted in the patient's rv.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited high, out of range right ventricular (rv) pacing impedances of greater than 2000 ohms. It was noted that the shock impedance was stable and normal, and that this patient has not complied with regular follow-ups. It was questioned if a new rate/sense lead should be implanted. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was received that this patient's device was replaced, and the lead remains implanted and will continue to be monitored. Additional information was provided that a lead revision was to be performed in the near future.

Manufacturer narrative:
The shocking portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the lead remains in service. If additional information becomes available, the event will be updated.